Manufacturer narrative:
(B)(4). Nov 17 2015 customer advocacy sent the customer an email acknowledging receipt of the complaint, providing the complaint number, and inquiring if additional information may be available. Confirmation was also requested from the customer that there was no patient impact associated with reported issue. Device not yet evaluated, if the device is evaluated a follow up will be sent.

Event description:
Customer stated via email that the instrument came apart during surgery. It was confirmed that there was patient involvement with no patient harm. Dec 03, 2015 additional information: finally sent back. All we know is the screw came apart and fell into patient. They did find and retrieve it out. Patient not hurt.

Manufacturer narrative:
Changed model number from nl4273-84 to nl4273-82.